Event description:
A customer reported a barcode misidentification on their au680 analyser. The result from this misread barcode was not reported outside of the lab. The customer reported that a label with barcode ID: (B)(4) was misread by the analyzer as (B)(4). The misread barcode resulted in the association of a cholesterol result to a past patient who had attended the hospital 4 weeks prior. The customer provided a photograph of the misread barcode however, the resolution was insufficient for analysis. The customer stated that the label was undamaged. There was no reported change to patient treatment associated with this event.

Manufacturer narrative:
A barcode was misread and when repeated read correctly. As no fse attended this site, it is impossible to determine a specific failure mode.